Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. Full drive system test was not performed due to keypad anomaly. The motor passed the motor test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked case at reservoir tube window corner.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 126 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.